Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement : the complaint device was received and reviewed. Visual observation confirms the distal tip of the screw is broken and there is a crack diagonally along the length of the screw. From follow up information obtained from the sales rep, it was noted that the surgeon did not notch before inserting the screw. For btbs (bone to bone), especially in hard bone, notching and tapping is required. This failure could be attributed to user technique issue. A batch record review has been conducted and our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an acl procedure, his 7x23 milagro screw broke on the last turn. The broken fragment was removed, and the surgeon re-tapped and used another like device to complete the procedure. There were no patient consequences. The sales rep stated the device was loaded properly, the patient had medium bone quality, used a tap, and the issue only extended the procedure about 10 minutes.